Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported keypad not working problem. The device was noted to shut down when the 0 key was pressed. It was determined that the main board failure was the root cause. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was working abnormally, experiencing an impaired signals from keypad's keys and controls (e. G "0" key is acting as power off switch instead off). There was no patient involvement.